Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit exhibited three beep sounds when carbon dioxide was delivered, and the sound stopped when the flow stopped. The issue occurred during an unspecified therapeutic procedure which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely an abnormal movement of the primary decompression valve may have resulted in an abnormal sound. Olympus will continue to monitor field performance for this device.